Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction: manufacturing facility: (B)(4). The device associated to the complaint was returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product codes and lots combinations. Based on the information received and the investigation performed, the root cause of the incident could not be determined. The incident could have occurred during use, from an assembly not in the axis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During implantation of the 42 ecc glenosphere, the surgeon was having trouble getting the implant to screw into the metaglene the surgeon was using proper technique by reversing the screwdriver counter clockwise, and then clockwise to seat the glenosphere. After multiple tries of this not working, the surgeon backed the glenosphere off of the metaglene to survey the implant. It was then when the surgeon was concerned of cross threading. Ultimately, the surgeon choose to use another option of glenosphere.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.